Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.